Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted and the patient lost therapy. The ins battery depleted one month after implant. The ins was programmed to 11-, 2+, 3+, 4+, 10+, 12+ at 10.2v and 450 usec on program one and 3-, 2+, 4+, 10+, 11+, 12+ at 10.2v and 450 usec on program two. The ins was implanted and out of service. No cause was reported. No intervention had been taken, but a replacement was planned for (B)(6) 2016. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was at normal end of life. Telemetry and output was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.